Event description:
The user from the facility called in with 2 complaints about the unit. 1. Flashing dashes. She stated that she was not near the unit when this occurred. 2. Overfilling final container. She stated that the bag weighed 3274 gm and had been programmed for 3000ml. The caller stated that she was not comfortable using the unit and requested it be returned for evaluation. There was no patient involvement reported.

Manufacturer narrative:
The unit was received dirty and was tested as such. It passed all accuracy tests, however it indicated an l-90 device alarm when clearing displays. The complaint of overdelivery could not be duplicated. The unit was sent to repair where the technician identified and replaced an inoperative crystal. The unit has passed final qa final inspection.